Event description:
The customer reported to olympus, during preparation for a gastroscope procedure, the high-definition lcd monitor had no power due to power board failure. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Initial reporter name and address: establishment name: (B)(6) hospital. The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device would automatically power off after running for a period of time, due to a faulty circuit board and the screen was noted to have slight scratch. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, failure of the printed-circuit board caused the monitor to not power up and automatically power off after running for a period of time. The cause as to why the g1 board was faulty could not be identified. Olympus will continue to monitor field performance for this device.